Manufacturer narrative:
Evaluation summary: the iab was returned with the membrane noted to be completely folded. Lab examination of returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope incorporates this channeling phenomenon into its instructions for use for all stat iabs. (This follow up MDR was mailed to the FDA on 7/17/98)

Event description:
(Cc# 98-00646) the iab leaked upon insertion. On 6/25/98, the following was reported to datascope: after the insertion of the iab catheter, blood was seen in the center of the tubing. The doctor stated that this balloon had a leak in it. The iab was removed by the dr and another was inserted. It was unknown if there was any pt injury or complication as a result of the event. (Event complications: unk - reported 5/28/98 and 6/25/98.) (Pt's current status: unk - reported 5/28/98).